Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The balloon was leak tested and determined to have a tear at the tubing junction. The physician suspects positioning of the balloon created tension on the connection of tubing and balloon. The balloon was explanted and replaced with one of the same. The cuff and pump from original procedure remain implanted. There were no additional patient complications.